Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecision for two patient samples tested on the alinity c processing module. No adverse impact to patient management was reported. Patient #1: initial falsely decreased sodium result of 103.8 mmol/l retested at 141.0 mmol/l; patient #2: initial falsely decreased calcium result of 3.3 mg/dlretested at 9.6 mg/dl.

Manufacturer narrative:
During the investigation, the field service engineer resolved the customer issue by replacing the peristaltic head tubing (rohs) which was noted to be worn out. A review of the alinity c processing module ac01670 service history found no additional contributing factors on or around the date of the customer issue and no additional discrepant or erratic result issues have been reported since field service addressed the issue. A review of tracking and trending data for the peristaltic head tubing or clinical chemistry systems involving erratic result rates for the alinity c-series processing module did not identify any trends. Manufacturing documentation was reviewed and contains adequate information on maintenance, component replacement, operational precautions and limitations of result interpretation, and troubleshooting for the reported issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module.